Event description:
As reported by the field clinical specialist (fcs), approximately 3 years post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the patient underwent a successful valve in valve procedure with a 23 mm sapien 3 ultra valve. The patient's valve had developed hypoattenuated leaflet thickening (halt). Additional information was received revealing the initial implanted valve was well seated with no paravalvular leak (pvl) and central leak observed. There appeared to be subclinical valve thrombosis on the leaflet with thickening of the leaflets and limited opening with parameters of 0.7 cm2. The patient presented with symptoms of progressing shortness of breath (sob). The perceived cause for the event was the initial valve was under expanded. Due to the amount of calcium and native leaflet taking up room in the sinuses, the initial valve was not fully expanded. A decision was made to proceed with a 23 mm sapien 3 ultra valve for the valve in valve procedure.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, valve stenosis and structural valve deterioration (leaflet thickening) are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for valve leaflet thickened/hypoattenuated leaflet thickening (halt) and stenosis were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported events. As reported, "approximately 3 years post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the patient underwent a successful valve in valve procedure with a 23 mm sapien 3 ultra valve. The patient's valve had developed hypoattenuated leaflet thickening (halt)...there appeared to be subclinical valve thrombosis on the leaflet with thickening of the leaflets and limited opening with parameters of 0.7 cm2. The patient presented with symptoms of progressing shortness of breath (sob). The perceived cause for the event was the initial valve was under expanded. Due to the amount of calcium and native leaflet taking up room in the sinuses, the initial valve was not fully expanded." Regarding the hypoattenuated leaflet thickening (halt), it may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. In this case, it was suspected that thrombosis led to the leaflet thickening. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. As such, available information suggests that patient factors (thrombosis) may have contributed to the event. Regarding the stenosis, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, the valve was initially under expanded due to severe calcification at the sinuses or sinus of valsalva (sov). The under expanded valve could reduce the effective orifice area of valve. In addition, the patient's valve was developing hypoattenuated leaflet thickening (halt). The combination of an under expanded valve and leaflet thickening could reduce effective orifice area of valve, resulting in stenosis. In this case, available information suggests that patient factors (thickened leaflet) and/or procedural factors (under expanded valve) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.